Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing. The patient was sitting in a vehicle as a passenger. Technical services (ts) review of the episodes indicates the signals look like sense b node noise that led to the inappropriate shocks, however, further in-clinic troubleshooting was recommended to confirm the cause. Programming recommendations were also provided. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing. The patient was sitting in a vehicle as a passenger. Technical services (ts) review of the episodes indicates the signals look like sense b node noise that led to the inappropriate shocks, however, further in-clinic troubleshooting was recommended to confirm the cause. Programming recommendations were also provided. The s-ICD system remains in service. No additional adverse patient effects were reported.